Event description:
It was reported that the pump touchscreen was timing off sooner than expected. There was no adverse impact on the customer's blood glucose level. The customer continued using the pump for insulin therapy.

Manufacturer narrative:
In use at the time of the event:CGM model: Unknown.Mobile OS: Unknown.